Manufacturer narrative:
(B)(4). Approximate age of device: 2 years, 6 months. The explanted device was received for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had been seen in the clinic on (B)(6) 2015 and multiple pulsatility index (pi) events were noted in the system controller history log. The patient reportedly "looked wonderful". The following morning, on (B)(6) 2015, the patient's spouse called regarding multiple low flow alarms with speed reductions as low as 7960 rpm. It was advised that the patient be brought to the hospital. The patient reportedly collapsed and emergency medical services (ems) was on the scene performing chest compressions. It was reported that the pump could have stopped. Log files from the clinic visit the previous day were provided for review. The pi events were noted, but there was no atypical information in the log file that would explain the reported event. Upon arrival at the hospital via ems, the patient was on unspecified pressors and was being cooled. The system controller was exchanged and no further pump stoppages were reported. A log file from the system controller that was in use at the time of the event was provided for review. The reported multiple pump stoppages were confirmed. A log file from the new system controller showed the pump was operating as expected and numerous pi events were captured. On (B)(6) 2015, a review of x-rays of the percutaneous lead noted an unusual bend near the pump end bend relief and a slight shield separation at the distal end bend relief was noted. On (B)(6) 2015, the patient&#38112;condition deteriorated significantly, the family elected to withdraw support, and the patient expired.

Manufacturer narrative:
The explanted device was returned for evaluation. The report of low speed/flow alarms and pump stoppage events was confirmed based on the evaluation of the returned lvad pump. The pump was returned assembled and encapsulated in tissue. The percutaneous lead (lead) was returned intact. Examination of the lead revealed a circumferential fracture at the edge of the pump housing extending across most of the diameter of the pump end bend relief. The bond between the silicone adhesive and the bend relief appeared intact and the evaluation did not reveal any defect or damage that may have contributed to the bend relief failure. Visual inspection of the fracture revealed a rippled surface consistent with fatigue failure.the silastic sleeve was removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the brown wire, approximately 2.5¿ from the pump housing, at the terminus of the pump end bend relief. Further examination of the lead revealed a partially fractured orange wire, and disruptions in the insulation of the brown, green, and black wires, adjacent to the nipple of the pump housing and consistent with the area of the bend relief fracture. The conductors of all of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. The disruptions in the brown, orange, green, and black wires would have interrupted pump function as a result of any of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions would have also interrupted pump function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries.thrombus was also found in the evaluation of the returned pump. Upon disassembly, examination of the blood contacting surfaces revealed yellowish-red, non-laminated depositions extending from the lumen of the inlet tube, throughout the sealed inflow conduit and pump blood-contacting surfaces, and into the lumen of the outflow graft. The depositions found in the pump appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump. The pump was cleaned, reassembled and functionally tested under various loaded conditions according to the manufacturer''s procedure using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event. Placeholder.